Manufacturer narrative:
(B)(4). There was no reported device malfunction and the prodcut was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a moderately tortuous and de novo mid left anterior descending artery. A 2.0 x 10 mm unspecified balloon catheter was used for pre-dilatation. A 2.75 x 33 mm xience prime stent was deployed in the lesion when a proximal end dissection occurred, which was treated with a 2.5 x 12 mm xience prime stent. High pressure post dilatation was then performed with a 2.75 x 10 mm nc balloon catheter to successfully complete the procedure. Timi iii flow was achieved. There was no reported clinically significant delay in the procedure. No additional information was provided.